Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.